Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 328 mg/dl. The customer was assisted with troubleshoot. The device's alarm history showed the presence of two motor error alarms. The device passed the displacement test and manual prime. The customer also states that the device is also cracked.